Event description:
It was reported to philips that device presents acoustic alarm and "x" signal and during the functional test "faulty ECG cable" appears. Tests were carried out with different and new cables, tests were performed with ECG simulator, but tests were positive with new cables. It is suspected that the fault is due to the ECG module. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips remote service engineer (rse), field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator that has an acoustic alarm and an "x" signal. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.